Event description:
It was reported that during a post implant follow-up, the bipolar ventricular lead impedance was 300 ohms and the unipolar impedance was 200 ohms. R-wave sensing decreased from 10 mv to 1 mv. The lead was found to be dislodged and it was successfully repositioned.